Event description:
It was reported that, "loose tibial component. The threaded stem extension on the tibial side was completely backed out. It had unthreaded itself from the tibial component. On the femoral side of the stem extension was not tight."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.